Event description:
It was reported that the patient had a revision to replace the lead component of their implantable neurostimulator (ins) system. The patient had experienced less than 50% therapy relief at the lead location. The explanted lead was not returned to the manufacturer for analysis and was discarded by the customer. It was noted that the patient had an evaluation and had better relief of their symptoms. The patient¿s status at the time of report was noted as ¿alive ¿ no injury¿. There were no further details, interventions or outcome reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the patient had success after the revision. An implantable neurostimulator (ins) was implanted because the patient was getting relief with the new lead. The patient was receiving therapy relief after the revision.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0e06g, implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received indicated that the patient did have success and went to implant on (B)(6) 2014.